Event description:
The reporter indicated that a 13.7mm vicm5 13.7 of -10.50 diopter implantable collamer lens had linear stains on the lens. The lens was not implanted into the patients right eye (od). A replacement lens of the same model/size and diopter was implanted and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Investigation type: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim#(B)(4).